Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: product code and lot number. Unk. Date of initial procedure. Unk. Patient initials, age, gender, weight and bmi at the time of index procedure, & past medical history. Unk. What specific adverse events did the patient experience? Unk. Was there any medical/surgical intervention performed on the patient post-operatively? If so, please list with dates and results. Unk. What is the patient¿s current status? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk.

Event description:
It was reported in a literature article that the patient underwent a neurosurgical procedure on unknown date and the absorbable hemostat was used. Between (B)(6) 2014, the patient experienced a surgical site infection. No further information is available.

Manufacturer narrative:
(B)(4).